Manufacturer narrative:
(B)(4).

Event description:
It was reported that since 2015-(B)(6) the patient had difficulty walking. The patient¿s symptoms of body rigidity got better one week after surgery and they were able to walk normal. The patient wanted to be reprogrammed. The patient met with their healthcare professional (hcp) on 2015-(B)(6) for reprogramming. The hcp adjusted the parameters and the patient¿s walking difficulty had improved, but the patient still had difficulty starting walking. The patient did not have any plans to be reprogrammed again. The cause of the event was not determined and there was no troubleshooting, intervention or other actions taken. No interventions or outcome were reported regarding this event. Additional information could not be obtained. Should additional information be received the event will be updated.